Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the arthrex device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. Other manufacturer's devices were also used in the initial surgery. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely cause of this type of event is a reaction of the patient to the material(s) implanted. Patient sensitivity to device materials must be considered prior to implantation. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device reported to be discarded by user.

Event description:
It was reported that on (B)(6) 2016 patient underwent an ankle fracture repair. During the repair another manufacturers plate and screws were used, along with an arthrex ar-8926t, knotless syndesmosis tightrope, lot 14642. The patient was reported to be a diabetic who had developed a suspected reaction post-op with draining at the wound. The patient underwent a second surgery on (B)(6) 2016. At the time of the second surgery patient presented with two open sinuses at the points of the tightrope. The fracture and the syndesmosis injury were healed and stable. All hardware was explanted, the wounds were cleaned and the case completed. It is unknown if cultures were taken.